Event description:
It was reported that (1) tlc55 was used during a bowel procedure. It was reported by the rep that on second firing of the linear cutter and while performing end to end anastomosis the stapler did not form properly. The surgeon had to suture to fix the opening. While suturing the surgeon felt something in the bowel and removed the white plastic tip, that had come off the end of the anvil half of the stapler, from the bowel. The surgeon completed the case without further incidence. There was no consequence to pt.